Event description:
Over the past 2 years, the patient had experienced increased spasticity. The source of the problem was reported to be unknown; however, an indium dye study (date not reported) showed dye spreading throughout the csf and behind the pump. The pump and catheter were replaced. There was no patient injury. The patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.